Event description:
An ipp device was implanted on 2/18/95. The cylinders and reservoir were revised on 10/9/92. The entire device was removed from the pt on 1/15/97 due to fluid loss-cylinder. Add'l lotno: 0394q 002. Add'l serno: 0394q 002.